Manufacturer narrative:
(B)(4). Evaluation summary: inspection and analysis of the system was performed by a field service engineer. It was found that the vacuum limit was found to be slightly out of specification in irrigation/aspiration mode. Fse replaced the solenoid strain gauge assembly and recalibrated the system. The unit meets all amo specifications.

Event description:
It was reported that the signature system failed to prime, no patient injury reported. Through follow up on (B)(6) 2011 it was reported that the surgeon experienced chamber collapse causing patient a small posterior capsular tear which required an unplanned vitrectomy. The surgeon indicated he did not anticipate any other issues with patient outcome.